Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely root cause of the damaged charged coupled device (ccd) issue was the holes on the cable. Olympus will continue to monitor field performance for this device.

Event description:
The service center was informed by the biomedical engineer at the user facility that the high definition autoclavable camera head has an "issue with the connector that goes into the monitor, no image when plugged in" during preparation for use. No patient involvement or harm was reported. The device will be returned for service.

Manufacturer narrative:
The suspect device was returned to the service center for evaluation. The customer's reported no issue was confirmed as there was no image when plugged in due to a defective charged coupled device unit. Additionally, the cable is punctured on two areas of which has caused the cable to fail the leak test. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.